Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The keypad appeared to be intact; however, the up/down buttons were intermittently responding to user inputs. The up/down button contacts were misaligned, and there was evidence of contamination under the key contacts.